Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon noted that after removing the lupine drill guide from the body, one of the guides "tines'' or teeth a its distal tip was missing. They do not know how this happened or if the missing fragment is in the body or not. However, the procedure was concluded successfully without further issues or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.